Event description:
It was reported that the patient experienced a loss of seizure control due to low battery voltage. The neurostimulator was explanted and replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 7428 serial (B)(4) found no significant anomalies. The battery was not in new condition. The insulation coating, ins shield, setscrews, grommets, access hole adhesive connector ports and connector module were ok. Telemetry was ok, and there was good stable output on the electrode pairs as received. There were no issues when pressing on the ins can.